Manufacturer narrative:
UDI: (B)(4). Investigation summary: according to the information received, during the surgery of lateral bundle repair of extensor tendon, when opened the packing(did not use it), noted the half of anchor was missing, no any powered or partial anchor in the packing. The product was returned to mitek for evaluation. Mitek then conducted visual inspection of device received and pictures provided by customer. Visual analysis of the returned device and picture received, when inspected and observed the anchor under magnification can be determined that was found bent. A manufacturing record evaluation was performed for the finished device lot number: 6l98260, and no non-conformances were identified. Based on the information currently available this complaint cannot be confirmed. The storage conditions of this device was unknown, and it is possible that was exposed to an elevated temperature before it was opened in the operating room prior to surgery. The elevated temperature and the slight tension on the suture could result in the deformation of the anchor. No further information regarding the cause of the defect has been provided to help determine a root cause for this failure. As per IFU-109285, store below 25¿c (77¿f). There was no information provided regarding this condition. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of (B)(4) devices that were released to distribution. As part of miteks quality process all devices are manufactured, inspected, and released to approved specifications at this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Event description:
It was reported by the customer in (B)(6) that during a lateral bundle repair of extensor tendon procedure on (B)(6) 2021, it was observed that half of the anchor device was missing upon opening its package. During in-house engineering evaluation, it was determined that the device was bent. Another like device was used to complete the procedure. There were no adverse consequences to the patient. No additional information could be provided.